Manufacturer narrative:
Description of problem or event: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 22jul2019. No further follow-up is planned. Evaluation summary: a male patient reported that the injection button of his humapen ergo ii device could not be pushed down. The patient experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint, concerned a (B)(6)-year-old (at the time of initial report) asian ((B)(6)) male patient. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30, 100 iu/ml) via unknown device, twice a day (morning 14, night 14), subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in approximately in 1999 (from 10-20 years ago). Since an unknown date in 2018, he started to use a reusable humapen ergo ii (blue) (it was not confirmed if patient received human insulin mix 70/30 with reusable device). Since an unknown date in 2018 while on human insulin mix 70/30, due to blood glucose control was not good, he changed dose according to doctor advice from doctor advising dose morning 14, night 14 to morning 20, night 20. During communication learned that, due to having adjusting blood glucose operation, he was hospitalized in 2018 and changed to use insulin lispro injections (humalog) with unknown dose, frequency and route. During hospitalized according to doctor advice, after drug withdrawal he did not use human insulin mix 70/30 again. As of 05-jul-3019 (currently) the situation that blood glucose control was not good was not recovering. The injection button of injection pen (humapen ergo ii) could not press (specific problem date not clearly specified) (product complaint (B)(4)/lot number unknown). Information regarding corrective treatment was not provided. Outcome of the events was not recovered. It was unknown if therapy with human insulin mix 70/30 would be restarted. Therapy with insulin lispro was ongoing. No additional follow up would be attempted as the reporter refused to be followed up via phone and physician contact information was also unknown. The patient was the operator of the reusable humapen ergo ii device and his training status was not provided. The general reusable humapen ergo ii device model duration of use not provided, the suspect humapen ergo ii device duration of use was approximately one year (started in 2018). The humapen ergo ii device associated with product complaint (B)(4) was not returned to the manufacturer. The initial reporting consumer did not know if the events were related to human insulin mix 70/30 and insulin lispro mix 50 drug or the humapen ergo ii device. Edit 18-jul-2019: upon review of the information received on 05-jul-2019, the product complaint number was added to the narrative. No other changes were made to the case. Edit 18jul2019: updated medwatch fields for expedited device reporting. No new information added. Update 22-jul-2019: product complaint number (B)(4) was received from affiliate on 16-jul-2019, which was already processed. No new medically significant information was added to the case. Narrative was updated accordingly. Update 22jul2019: additional information received on 22jul2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and (B)(4) (EU/(B)(4)) device information. Added device age for the suspect humapen ergo ii device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.